Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). The unit was received with the upper handle making a grinding noise when the handle is rotated. The upper and lower handles were out of adjustment. Both shock cushions were worn and needed replacement. Unit also received without the standard adaptor or tri-star adaptor. No other issues observed. The reported complaint was confirmed via inspection of the unit. No device history record review was possible as the serial number (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation.

Manufacturer narrative:
The device was received for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00238.

Event description:
This is 2 of 2 reports. A customer initially reported that the yellow gasket of the a2009 ultra 360 patient positioning system was damaged, the base of the unit moves up and down under pressure, and the elbow joint will move left near the base with a ratcheting sound when pressure was applied. Upon evaluation, it was found that the shock cushion was coming out of the upper handle. The upper and lower handles were out of adjustment. Both shock cushions were worn and needed to be replaced. There was no known patient injury nor delay in surgery.